Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the stapler to the transect bowel for the third time in a laparoscopic bowel procedure, the staple was unable to fire. They noted that they were able to press the green button, but unable to squeeze the handle. They used another handle to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.